Event description:
The technician alleged that the bed has a high ground resistance reading. No patient impact.

Manufacturer narrative:
The technician replaced the power cord plug to resolve the issue.